Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) came out of the patient. The patient sleeps on her side and mentioned that the loop was pushed out. The patient was seen in office and denied pain at incision site. Antibiotics were given due to an erythema around the incision site. The area was cleaned and healed. A new icm has been implanted in the patient at this time. No additional adverse patient effects were reported.